Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd solis vip pump displayed error message 42224 during infusion at the patient's home. There was patient involvement but no reported injury. The error could interrupt therapy if it were to recur during patient use and could potentially affect the patient.